Manufacturer narrative:
The lot number that the customer reported, 497809, is not a valid lot number. Customer did not return the test strips so manufacturer is unable to provide the correct lot number, manufacture date, and retention information.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 26 mg/dl, 87 mg/dl, and 62 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.